Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 25-nov-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The regional repair center (ofr) was informed that that the customer high definition camera head was returned for a reported "pendulum camera is broken." Upon inspection and testing, when connecting the device to a video processor a snowy image was shown which was due to a faulty camera cable. No patient injury or harm was reported.

Manufacturer narrative:
The evaluation confirmed the camera was broken as the camera was tested and a "snowy image" was displayed due to a defective cable unit. Additionally, foreign material was found stuck between the main body and the focus ring. The product was sold in december 2016. A review of the repair history indicates the camera was last serviced via repair in june 2020 which replaced the cable unit and coupler of the camera. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.